Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope while bending forward, however no episodes were stored in the device memory. Additionally, the patient's device and competitor right ventricular (rv) lead exhibited noise oversensing. The noise oversensing was not reproduced when the clinician had the patient lean forward again. Boston scientific technical services (ts) was contacted for assistance and discussed it is the physician's decision as to whether or not to revise the competitor rv lead. This device remains in service. The competitor rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician suspects the root cause of the syncope may be blood pressure related. This product remains in service. No additional adverse patient effects were reported.